Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that on an unk date, during an unk procedure, the balloon burst at an unk rate of pressure. There were no reported pt effects and no additional info available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and inflation lumen. The balloon was loosely folded. There was a kink in the shaft, 12.5cm proximal to the guide wire exit notch. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when water leaked out of a pinhole 4 mm distal to the proximal balloon shoulder. There was a longitudinal scratch 3 mm long above the pinhole. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.